Manufacturer narrative:
The crt-d and rv lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was having issues with the communicator sending data to the website. It was noted that this device had detected a high out of range pacing impedance measurement. Additional information was received that there have been two high out of range pacing impedance measurements recorded by this device on the right ventricular (rv) lead. One on (B)(6) 2016 and the other on (B)(6) 2016. All other lead measurements have remained in normal range. No changes to programming or interventions have been taken. The patient will continue to be monitored through their remote monitoring system. No adverse patient effects were reported.